Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high atrial thresholds and low sensing on atrial lead were observed. During the device change out the lead was capped and replaced. The patient was stable.